Event description:
During a revision of a hartmann's procedure, the device was introduced , anvil attached, closedwithin green and fired. It turned out that the anastomosis was stapled on the ventral side, but the staples on the dorsal side did not form , they were open. Another device was introduced and a normal anastomosis was created without problems. There was no patient consequence.